Event description:
The customer reported that the device failed with a device error - service required. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed with a device error - service required. There was no reported pt involvement. The philips repair bech evaluated the device and confirmed the error messages. An operational check test was run and the errors cleared. The device was tested for 48 hours and no further trouble was found. The device passed all performance assurance tests and was returned to the customer. As of (B)(4) 2011 there have been no further reports of problems with this device. We are concluding that a malfunction occurred that caused a test failure. Because the problem could not be recreated the cause is unk.